Event description:
Event description boston scientific crm received information that this pacemaker patient was not feeling well. The patient's heart rate was in the forties as the right ventricular lead was unable to consistently capture the myocardium, even with the pacing output programmed to maximum. The lead displayed impedance measurements within normal limits and it was noted, upon review of daily measurements, that all lead measurements had been stable.